Event description:
It was reported that the extension tubing leaked near the luer connector during retraction with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: event date: (B)(6)2019. It's noticed that the extension tubing leaked near the luer connector during retraction. The catheter was replaced immediately.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8235275. Our records show leakage is trending in this batch of bd pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned. The extension tubing was broken causing leakage. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing leaked near the luer connector during retraction with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019. It's noticed that the extension tubing leaked near the luer connector during retraction. The catheter was replaced immediately.